Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump button was unresponsive. Customer stated that the numbers were ramping on their own and scroll bar was not moving with no input. Customer was unable to access the menu screen. Insulin pump not expose to moisture. Customer stated that block mode was inactive. Customer stated that the insulin pump was neither dropped nor exposed to moisture and was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.